Event description:
Customer reported the kv is out of range. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. System operates as intended. (B) (4) 09/10/2009.